Event description:
It was reported that during the pre-test this was an incident where it was difficult to drain water from the foley catheter.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4778. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. The balloon deflated passively and successfully in 1 minute and 10 seconds with no cuffing noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's facility name that is provided is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test this was an incident where it was difficult to drain water from the foley catheter.